Event description:
It was noted on day five after insertion of catheter that pt had an enlargement at the catheter site. The catheter could still be used to draw blood, but not to infuse. On 11/10 the catheter was removed surgically and a mediport put in. The surgeon noted that the catheter had multiple holes.